Event description:
It was reported by the rep that the (3) al326 were used during an unk procedure by an unk surgeon. It was reported to the rep by the physician assistant that the clip appliers were not working correctly and that there was no pt consequence. No other info was given.